Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported when the package containing the implant was opened the pin from the assembly was missing. A pin from another assembly was used to complete the procedure.

Manufacturer narrative:
This report is being amended to reflect changes. Conditional evaluation could not be performed as the container was thrown away by the hospital . Device history records review indicates that all devices from the lot were manufactured to specifications. This device is used for treatment. Initial product history search revealed no additional complaints against the related part and lot combination. Potentially the pins were mistaken as part of the packaging material and were discarded; however with the supplied information an exact cause could not be determined.